Event description:
Pt needed assistance entering the setup mode on the one touch ii meter. The readings on the reported meter were "148 mg/dl" and on an unknown meter was "142 mg/dl". The pt had contacted a medical professional for phone advice and at the time of occurrence took insulin. The pt stated no symptoms at the time of the occurrence. Through trouble shooting the customer service rep discovered that the m button did not operate. The pt neither alleged harm nor experienced injury. Based on the info supplied by the pt, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.